Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the application failed to launch when system was rebooted to apply a firmware upgrade. A technical support specialist (tss) confirmed that the device successfully launched the application after an additional reboot. The customer was contacted and verified that the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had device rebooted to apply firware upgrade for recall remediation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.